Event description:
A peritoneal dialysis nurse (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that they are now doing hemodialysis (hd) therapy because they have an infection. Additional information was requested, however to date has not been provided.